Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that contact 0 had high impedances on existing right battery. Patient¿s ins was being replaced and high impedances on contact 0 were present on newly implanted replacement ins. No known factors that may have led to or contributed to the issue were reported. The issue was not resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/anticipated as a result of this event.